Event description:
Surveillance study. It was reported that following a coronary artery drug eluting stenting treatment procedure, the patient developed in-stent restenosis. The index procedure treated three target lesions. Target lesion one was a 100% stenosis of the 3.5x20mm, de novo proximal rca (right coronary artery). Target lesion one was treated with predilation using a 3.25x20mm balloon at 15atm and placement of a 3.5x24mm taxus express2 stent at 14atm resulting in 0% residual stenosis. Target lesion two was a 90% stenosis of the 3.5x26mm, de novo mid rca. Target lesion two was treated with direct stenting using a 3.5x32mm taxus express2 stent at 14atm and post dilation with stent delivery balloon at 14 atm resulting in 0% residual stenosis. Target lesion three was a 90% stenosis of the 3.5x28mm, de novo distal rca. Target lesion three was treated with predilation with two 3.25x20mm balloons at 15atm, placement of a 3.5x32mm taxus express2 stent at 14atm, and post dilation with the stent delivery balloon at 14atm resulting in 0% residual stenosis. All of the stents were reported to be well positioned and apposed on ivus (intravascular ultrasound). The patient was discharged two days post procedure on bayaspirin and panaldine. No problems were found on the one and six month study follow ups. At the nine month follow up, there were no problems on the angina assessment; however, coronary angiography showed a 25% restenosis at the proximal and distal rca and a 90% restenosis of the mid rca. The patient was treated with balloon dilation of the mid rca resulting in 25% residual stenosis and was discharged six days post reintervention. The patient was reported to be taking bayaspirin and panaldine at the time of this event. There were no problems on the one year study follow up assessment.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.